Manufacturer narrative:
Date of event is estimated based on manufacturer's awareness date.

Event description:
Radiometer complaint reference: (B)(4). According to the complaint, the customer experienced sporadically aborted measurements on the abl800 flex (serial number: (B)(6). Radiometer field service engineer had checked the data logs and activity logs of the analyzer and could not find the information regarding the aborted measurements. 10 test measurements were conducted without issue. Several maintenance and service were conducted with no issue.